Event description:
(B)(4). From the time of placement I have been having cramping, sharp stabbing pains, bleeding, clots, lower back pain, and now diarrhea, nausea, insomnia, leg pain, hip pain, headaches.